Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected and connected to a water bag to test for float operation and overfilling. Results: no visible damage was revealed during the visual inspection. The floats functioned correctly and controlled the entry of water into the chamber. The chambers filled successfully, and stopped 4mm below the maximum line. No overfilling of the chamber occurred. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault as no fault was found. Following production, the float mechanism of every mr290 chamber are performance tested and those that fail the test are rejected. Fph user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advises the user to replace the chamber should water exceed the limit line.

Event description:
A hospital in (B)(6) reported that an mr290 vented autofeed humidification chamber "flooded" and "water was forced out" when the vision niv machine was switched on during set up. This was found prior to patient use.